Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via manufacturer representative that the handpiece was overheating and was making a squeaking sound during normal use. There was no patient involvement.